Event description:
A product issue has been reported with our record & verify system. During application training, the operator noticed that the 2d positioning / contour that was drawn the day before had shifted from the original position. No pts were involved in this incident. Steps to recreate: load new pt on therapist express. Prepare drr by drawing contours to outline bony anatomy. Save. On therapist express aquire portal images upon loading the contours drawn on the drr shifted. Potential for mistreatment is possible if the shift is small and the user might not notice the shift and position the pt incorrectly.

Manufacturer narrative:
See attachment of a screen shot for details: the image shows a contour drawn in 'yellow' that demonstrates the original location of the drawing. The image also shows a contour drawn in 'pink' that demonstrates where the contour has shifted from the original location.